Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
An (B)(6) customer reported, at 6:00 p.m., he had symptoms of hypoglycemia. He took glucose tablets and ate chocolate. At 6:21 p.m., the customer obtained a blood glucose reading of 552 mg/dl on a contour xt meter. The customer's wife helped him with retesting as he could not operate the meter himself due to hypoglycemia. At 6:23 p.m., retesting was performed on the contour xt meter and on a different meter, resulting 38 mg/dl and 35 mg/dl respectively. The difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.